Event description:
It was reported the alif rasp handle was found broken during the case.

Manufacturer narrative:
Method: device history review and visual inspection. Results: device history review indicated no manufacturing issues were discovered. Visual inspection indicated the tip of the shaft was confirmed to be fractured. Conclusion: a plausible root cause is normal wear. Over time, consistent use of the device can lead to fracture.

Event description:
It was reported the alif rasp handle was found broken during the case.